Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If further, significant info becomes available, a supplemental report will follow.

Event description:
The physician reported he was performing an iliac embolization. The coil was introduced through a 4 french 0.038 lumen catheter, and advanced with a guide wire. The coil reported became stuck into the distal part of the catheter, partially out of the catheter. The physician reportedly attempted to push a bit harder with the guide wire, but the coil did not move any further and the guide wire perforated the catheter. The physician attempted to retrieve the catheter out of the pt to start over with a new device, but the distal part of the coil detached from the catheter and went into the pt's blood stream. The physician reportedly retrieved the detached portion of the coil with the use of a basket. The pt reportedly did not suffer any adverse effects as a result of this phenomenon.